Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2020, product type: catheter. Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 18-dec-2017, UDI#: (B)(4); product ID: 8782, serial/lot #: (B)(4), ubd: 10-may-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer's representative (rep). The patient was receiving 625mcg/ml compounded baclofen at 131.31mcg/day and 25mg/ml dilaudid 5.252mg/day via an implantable infusion pump for an unknown indication for use. It was reported that the healthcare professional suspected a possible catheter leak. The patient was reported that they had pain around the pump site as well as a gurgling sensation in the pump pocket. The patient reported that they believe they have been falling and having vertigo as a result of the catheter leak. The logs were read and show nothing abnormal. It was reported that the patient had the system explanted and the issue was resolved. The patient's status was noted as "alive-no injury." No further complications were reported.

Manufacturer narrative:
Analysis of the pump identified no anomalies. Analysis of both catheter segments identified no significant anomalies. If information is provided in the future, a supplemental report will be issued.